Manufacturer narrative:
Additional information was requested from the customer. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the facility had concerns on whether the evis lucera elite gastrointestinal videoscope had been cleaned correctly. The scope was connected to a wassenburg washer. The customer had contacted the olympus representative to acquire a color-coded channel guide of the scope and reported the concern. The olympus representative advised the customer that there was a concern over an olympus instrument being used on patients which may have not been cleaned. The customer had provided an update. The investigation into the incident was at very early stages and at present the customer was uncertain of exact cause or implications. The channel guide for scope was required to better understand what the causes and effects might be. At this stage, the customer had no reason to believe that the scope was at any way at fault. The olympus representative had sent olympus instructions for use to the customer. The customer also requested training documentation on the cleaning of the evis lucera elite gastrointestinal videoscope in question and training on the scope for the department. No patient injury reported to date. Procedure impact was unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the device was not returned, a definitive root cause could not be determined and the reported event could not be confirmed. Multiple attempts were made to obtain additional information however were unsuccessful. Olympus will continue to monitor field performance for this device.